Manufacturer narrative:
Concomitant medical products: d224trk ICD, implanted (B)(6) 2009, 5076-58 lead implanted (B)(6) 2009, 7000 lead implanted (B)(6) 2008.

Event description:
It was reported that the left ventricular lead capture threshold was high and there were episodes with lead noise. The patient recalled welding during the time. The lead is functioning normally and no changes were made; the lead remains in use. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.